Event description:
The initial reporter stated they received discrepant results for one patient sample tested with cholesterol gen.2 on a cobas c 503 analytical unit. The sample initially resulted in a cholesterol value of 6.58 mg/dl. Since the customer believed the value was too low, the sample was repeated. The repeat result was 230 mg/dl.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
A review of alarm trace data showed several abnormal aspiration alarms on several days. A low vacuum tank pressure alarm was also observed. Quality control data showed unexpected drifts and shifts in qc behavior. The field service engineer adjusted the reagent probe and rinse unit water levels. The investigation determined the issue is consistent with insufficient pre-analytic sample handling and hardware-related. The customer confirmed the issue was resolved. Medwatch fields d1, d2, d4, g1, and g4 have been updated.